Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per (B)(4) as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir & connector into a 7xx pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 340 mg/dl and 332 mg/dl, 280 mg/dl and customer woke up with low blood glucose and value was 40 and 42 mg/dl. The customer's blood glucose last night was in 50's mg/dl. The customer reported that they received no delivery alarm and no delivery alarm did not occurred during manual prime. The customer reported that event was resolved by changing complete set (inf and res). The insulin pump will not be returned for analysis.